Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
A nurse leader caught her foot in the sling loop, but is uninjured. She did not fell on the floor.

Manufacturer narrative:
Arjo was notified about an event regarding disposable repositioning sling. It was reported that a nurse foot was trapped by the sling loop. As a consequence the nurse tripped over a sling loop without fall. No injury was sustained. The customer did not report that sling was damaged or ripped. The disposable repositioning sling is a product intended for assisted lateral repositioning and/or lateral transfer of patients/residents with limited ability to move. The product instruction for use (IFU 04.sq.00-int1) states: ¿the disposable repositioning sling shall only be used by appropriate trained caregivers with adequate knowledge of the care environment, and in accordance with the instructions outlined in the instruction for use (IFU)." The document (IFU) outlines steps that are needed in order to use the sling for patient repositioning or transferring. At the end of those steps, the document shows how to remove the sling after necessary actions (patient repositioning and/or transfer) have been taken. To conclude, the arjo sling was left under the patient when the event occurred, and from that perspective it played a role in the event. But it did not failed its technical specification. We decided to report this complaint to the competent authorities due to the indication that the nurse tripped over the sling loop.